Manufacturer narrative:
H4: the lot was manufactured between 04/29/2025 - 04/30/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set had a puncture in the tubing and blood started to leak from that puncture. This was observed when inserting a new peripheral intravenous (IV) line and drawing blood samples. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.